Event description:
It was reported that a patient had a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The break in aseptic technique was further described as a touch contamination. On the same day as the onset, the patient was hospitalized for the peritonitis event. The patient was treated vancomycin intraperitoneally (ip) 1gm per week (duration not reported), cefazolin ip (dosage, frequency, and duration not reported), and fortum ip 1gm for 3 weeks (frequency not reported) for the peritonitis event. After twenty-two days of hospitalization for peritonitis, the patient was discharged. It was not reported if the patient was retrained on proper aseptic technique. It was reported that the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).. (B)(6). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The device was not returned; therefore, a device analysis could not be completed. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.